Event description:
It has been reported to philips that the geometry movements were not available. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that there was geometry move problem. Review of the log files showed geometry related issue. Upon troubleshooting, fse found that the geomodule was defective. To resolve the issue fse replaced the geo module. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.